Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-05, information was received from a consumer regarding a patient who was receiving fentanyl (2500 mcg/ml) at 102.9 mcg/day, baclofen (400 mcg/ml; lot number asked and unknown) at 63.67 mcg/day, and dilaudid (5 mg/ml) at 2.0459 mg/day via an implantable pump. Indications for pump use included non-malignant pain and failed back syndrome. Medical history was not reported. Concomitant medications included lortab and oxycodone. On (B)(6) 2016, the patient's pump was empty at refill and did not alarm. The physician said that he pump was empty when the patient got to their refill appointment; the patient did not hear an alarm. The physician was going to do an unspecified test that was unknown to the consumer. No patient symptoms were reported in relation to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.